Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, noting that the pump was out of warranty but offering an out-of-warranty loaner pump to the customer.